Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of reportable event has been updated to serious injury to reflect the reported explant (surgical intervention performed). Analysis of the pump identified a low battery reset had occurred due to an undetermined root cause.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-apr-21 reported the rep was requesting information regarding returning product/reset, safe state alarming pump to manufacturer. Pertinent information was reviewed. No further information was reported/anticipated. Additional information was received from a manufacturer's representative on 2017-apr-18. The patient's pump was explanted on (B)(6) 2017 and returned to the manufacturer for analysis. No further complications were reported/anticipated as a result of the event. Additional information was received from a manufacturer's representative (rep) on 2017-may-03. It was reported that the rep meant to say "replaced" instead of "relaxed" in regards to the ¿pump relaxed after logs showed pump in safe state¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at an unknown dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that during normal use the patient presented to the emergency room on (B)(6) 2017 after the patient was not "a giving" like himself and had increased rigidity. The patient was found to have an alarming pump and was in safe state as of (B)(6) 2017. Later the patient developed increased somnolence. Patient was found to have a low battery alarm and pump in safe state so replacement scheduled and completed on (B)(6) 2017. The pump replacement was completed with the new pump being filled with 40 cc of 2,000 mcg/ml baclofen and a back table prime was completed. Once connected to the new pump, the physician aspirated 3 cc from the catheter access port (cap). After closing, the catheter volume was primed and dose was set to 1,500 mcg/day. It was said that the pump "relaxed" after logs showed pump in safe state. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report due to the pump replacement on (B)(6) 2017. The patient¿s weight was unknown. The patient's status was "alive- no injury" and no further complications were expected or anticipated. Patient medical history included apnea and spasticity. Additional information received from the representative reported he wanted to update the report for the low battery reset. The representative stated the date the hcp believed that state occurred was (B)(6) 2017, but the representative was not sure because then the hcp reported a refill occurred (B)(6) 2017, and it was noted the elective replacement indicator (eri) was 12 months. The representative stated the pump wasn¿t replaced, as far as he knew, because the patient didn¿t find the therapy helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.